Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the clip had not been fired confirming the reported experience. As reported, inspection of the returned indicated that the device was inadvertently pulled out of the patients anatomy during the thumb advancer deployment with the vessel locator wings in fully deployed position, resulting in bent wings, incomplete thumb advancer stroke, and loss of arterial access. There were no other damages observed. During testing, the device was cleaned, re-assembled, and re-deployed successfully as designed. During re-deployment of the device, no observable resistance was detected while advancing the thumb advancer which could potentially contribute to the device being pulled out of the patients artery. Based on the investigation findings, the root cause for the bent locator wings and incomplete thumb advancer stroke is related to the operational context in the use of the device. A review of the finished device lot history records did not reveal any non-conforming material records associated this lot. No manufacturing or quality issue was detected. A query of the complaint database for this lot revealed no incidents with similar reported product experience.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic heart catheterization. Reportedly, while deploying the thumb advancer (step 3), the physician got to 3/4th of the way, when the device pulled out of the artery with the vessel locator wings open. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.